Manufacturer narrative:
Pump received with blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test or verify watchdog timeout alarm, unexpected restart error test alarm due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a watchdog timeout alarm anomaly. Customer called back due to blank display and constant tone. Customer's blood glucose was 148 mg/dl. Troubleshooting was performed and it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.